Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.